Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated the supply bag fell and became disconnected. The technical service representative (tsr) assisted the hp to cycle power. The tsr then assisted the hp to retrieve the cassette. The hp confirmed to follow up with manual supplies. The tsr also advised to let the nurse (rn) know about the alarm. On (B)(6) 2010 product surveillance spoke with the hp who stated she was asleep when the bag fell. The hp stated she set up as normal and supplies were fine. The hp stated this had never happened before and has not happened since. The hp did not report any adverse events. The actual sample was discarded; the patient provided a companion lot number. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable due to the disconnection of the supply bag. The batch review was performed with no issues noted. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).